Event description:
It was reported that the right ventricular lead exhibited loss of capture. The asymptomatic patient presented for lead revision procedure on (B)(6) 2018. The lead was explanted and replaced successfully.

Manufacturer narrative:
The damages found were sustained during surgical procedure. The lead was otherwise normal.